Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who received essure for sterilisation. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced uterine perforation (serious criteria medically significant and clinically significant/intervention required) and device dislocation (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysterectomy) and surgery (hysterectomy). Essure was withdrawn. At the time of the report, the uterine perforation and device dislocation outcome was unknown. The reporter considered uterine perforation and device dislocation to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced perforations of organs and migration of implants. She underwent a hysterectomy with essure removal. The events, seen as uterine perforation and device dislocation, are anticipated in the reference safety information for essure. In this particular case, the exact date and the mechanism of perforation is unknown. The reported migration of implants possibly occurred due to uterine perforation. Considering the event's nature, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), pelvic inflammatory disease ('evidence of old pelvic inflammatory disease around the fallopian tubes') and device dislocation ('migration of implant / second essure coil was not identified in the uterus or fallopian tube') in an adult female patient who had essure (batch no. 837218-invalid) inserted for female sterilisation. The patient's medical history included dyspareunia, vaginal removal of intrauterine foreign body and fitz-hugh-curtis syndrome. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic inflammatory disease and device dislocation outcome was unknown. The reporter considered device dislocation, pelvic inflammatory disease and uterine perforation to be related to essure. The reporter commented: patient need for additional surgery discrepancy noted in insertion date- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: CT scan which showed concern for perforation.. Lot number reported (837218 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), pelvic inflammatory disease ('evidence of old pelvic inflammatory disease around the fallopian tubes') and device dislocation ('migration of implant / second essure coil was not identified in the uterus or fallopian tube') in an adult female patient who had essure (batch no. 837218-notvalid) inserted for female sterilisation. The patient's medical history included dyspareunia, vaginal removal of intrauterine foreign body and fitz-hugh-curtis syndrome. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic inflammatory disease and device dislocation outcome was unknown. The reporter considered device dislocation, pelvic inflammatory disease and uterine perforation to be related to essure. The reporter commented: patient need for additional surgery discrepancy noted in insertion date- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: CT scan which showed concern for perforation. Lot number reported (837218 ) is not valid. Most recent follow-up information incorporated above includes: on 11-sep-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), pelvic inflammatory disease ('evidence of old pelvic inflammatory disease around the fallopian tubes') and device dislocation ('migration of implant / second essure coil was not identified in the uterus or fallopian tube') in an adult female patient who had essure (batch no. 837218) inserted for female sterilisation. The patient's medical history included dyspareunia, vaginal removal of intrauterine foreign body and fitz-hugh-curtis syndrome. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic inflammatory disease and device dislocation outcome was unknown. The reporter considered device dislocation, pelvic inflammatory disease and uterine perforation to be related to essure. The reporter commented: patient need for additional surgery discrepancy noted in insertion date- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: CT scan which showed concern for perforation. Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: reporter added, lot number added, medical history added,test added, essure insertion date updated. New event added - evidence of old pelvic inflammatory disease around the fallopian tubes. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, surgery for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and device dislocation outcome was unknown. The reporter considered device dislocation and uterine perforation to be related to essure. The reporter commented: patient need for additional surgery . Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-nov-2017: event pelvic pain was added. Reporter lawyer added. Essure insertion date updated. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced perforations of organs and migration of implants. She underwent a hysterectomy with essure removal. The events, seen as uterine perforation and device dislocation, are anticipated in the reference safety information for essure. In this particular case, the exact date and the mechanism of perforation is unknown. The reported migration of implants possibly occurred due to uterine perforation. Considering the event's nature, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.